Event description:
As reported in FDA medwatch report # mw5117644- "equipment malfunction."

Manufacturer narrative:
Based on the information obtained from investigation and device evaluation, there were no issues found with the device that could have caused or contributed to the patient injury. Following the service request, the table passed all the operational safety checks and was ready to be used. It is suspected that the root cause might be user error pointing towards incorrect locking of leg spar.prior to the use on patient despite the warnings mentioned in the owner's manual- :"failure to lock the spar lock handle can cause the spar to drop when not held in place, which could result in damage to the table, possible injury to the patient or har to the healthcare professionals".

Event description:
As reported in FDA medwatch report # mw5117644- "equipment malfunction". As communicated by hospital personnel- after positioning the patient for surgery, the leg dropped to the floor. The patient sustained additional fractures to the operative leg which required the surgeon to change plan for surgical intervention to the patient. The patient was able to be transferred to a rehab facility and was doing well.